Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnected alarm was confirmed via the provided log file. The log file contained data spanning approximately 20 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The events in the days prior to the driveline disconnect on (B)(6) 2023 at 1:15 were routine power exchanges of external power with no notable alarms. The speed dropped to 0 rpms and the driveline disconnect alarm remained active throughout the remainder of the data. No other notable events regarding the system controller were observed. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information submitted the cause of the observed driveline disconnected alarm was unable to be determined, and a device-related issue is not suspected. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (section 2 ¿how your heart pump works¿) instructs users to always ensure that their driveline is secured within the system controller. If the driveline is disconnected, the pump will stop, as the pump cannot run without power. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve the driveline disconnected alarm: 1. Immediately reconnect the driveline to the system controller and move the driveline safety tab on the system controller to the locked position. (See page 31.) 2. If alarm persists after reconnecting the driveline, press any button on the system controller to potentially resolve. 3. If driveline is connected and alarm persists, replace the system controller with a programmed backup system controller. 4. Immediately call hospital contact if steps 1 ¿ 3 do not resolve the alarm. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient found deceased on (B)(6) 2023. The cause of death was unknown. Log files revealed a driveline disconnect alarm on (B)(6) 2023 at 1:15 am with an unknown cause. Related MFR of the lvas # 2916596-2023-03012.